Event description:
In 2008, the sales representative reported that during surgery, the driver would not hold the starter caps. Additional information received three days prior, via telephone from the sales representative. The sales representative reported that during a transforaminal lumbar interbody fusion (tlif) the surgeon used bone wax inside the driver to hold the closure tops and finish the case as intended. No surgical delay. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.